Event description:
The cast cutter, 8 foot cord " was returned to stryker instruments for evaluation due to allegedly sparking and smoking at the customer account. There was no report of this occurring during a procedure. There was no patient involvement and no adverse consequences reported with the event.